Event description:
It was reported that the patient was not able to adjust their stimulation. The patient stopped using their device over 5 years prior to the report at their doctor¿s request because it wasn¿t helping. The implant was for urinary incontinence but didn¿t seem to be working. The patient tried the medication route but that did not help either. The patient was referred to a new doctor who wanted to try using the device again before a possible explant. The patient turned their stimulation on and they were feeling the stimulation but there was no change in intensity when attempting to make adjustments with their programmer. Additional information received reports that they were using vaginal stimulation to help calm bladder spasms since ins (stimulator) was not working any longer per caller. It was an unknown date when the ins stopped working but implant was over 8 years old. It was unknown when bladder spasm started. It was not confirmed if the device wasn't working due to eos (end of service).

Manufacturer narrative:
Product ID 3031a, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3889-28, lot# j0555063v, implanted: 2006 (B)(6); product type lead. (B)(4).